Event description:
On (B)(6) 2010, pt reported he was in the process of changing the cartridge when the piston rod started sounding labored during the retraction of it. He stated the infusion device pump then alarmed with an e10 (cartridge error) alert. He stated the noise occurs while he is retracting the piston rod. Had pt install a new battery out of a different pack and attempt to retract the piston rod, but the piston rod remained stuck at the bottom of the infusion device and gave another e10 alert. Please note the piston rod was already fully retracted but would not display the 315; instead went to an e10 alert. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.